Manufacturer narrative:
The manufacturer did not receive the device, x-rays review. Four pictures were received. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided, should additional information become available and an investigation result be available, that changes this assessment, an amended medical report will be submitted zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon was using the retractor for dislocation (femoral head), 26.5 mm on (B)(6) 2016 and during implantation the instrument broke in two pieces and the surgeon was injured in his eye.

Manufacturer narrative:
Event summary: a retractor for dislocation (ref: 75.25.36 lot: 13.927472) was received. It was reported that the lever (handle) broke in two pieces during surgery injuring the surgeon in his eye. There was no impact for the patient but another surgeon had to finish the surgery because dr. (B)(6) was injured in his eye and could not operate during few days after the event. The instrument broke at the beginning when the surgeon wanted to dislocate the articulation. No trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Devices analysis: visual examination: the blue ppsu handle of the retractor broke in two pieces at the end of the metal shaft. The type of fracture can be classified as "overload fracture". Further, beside normal signs of usage, no significant deteriorations or imperfections can be detected. Root cause determination using rmw: instrument broke, deformed, diverged impairing its function due to inadequate design for intended performance => not possible, as based on zimmer complaint summary an adverse trend due to design would have been detected. Further the complaint analysis performed showed that no similar case has ever been reported for the instrument received. Instrument broke, deformed, diverged impairing its function due to mechanical properties of material insufficient => not possible, as according to the material compatibility specification of the reported product, the material has been tested and the manufacturing documents for lot 13.927472 indicate that there was no material fault. Instrument broke due to degradation of material due to cleaning and sterilization => possible, it is possible that the material fractured due to cleaning and sterilization if the cleaning instructions were not followed correctly. Fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as no signs of corrosion could be detected. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => not possible, as nothing indicated the surgeon or staff were unfamiliar with the implantation technique. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling => not possible, as nothing indicated the surgeon or staff were unfamiliar with the implantation technique. Instrument broke or deforms due to off-label / abnormal-use => possible, as an excessive force applied during surgery may have caused the reported handle breakage. Conclusion summary: the type of fracture could be classified as an "overload fracture". Most likely an extraordinary high bending force applied during surgery caused the reported handle breakage. Unfortunately a part hit the surgeon in his face injuring his eye. It was also possible that the application of very aggressive cleaning agents or a wrong cleaning/ sterilization process within the hospital had weakened the material prior to the breakage. Based on the returned product and the given information the complaint could be confirmed, however an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).